Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was freezing up. The customer took the battery out but the clock stayed on. When he pressed the act button it did not do anything. The customer's blood glucose level was 219 mg/dl. The customer went to do a bolus but the insulin pump would not do anything. The time on the insulin pump would not advance. The insulin pump's screen is not completely blank. No alarms occurred during and after the buttons stopped responding. Troubleshooting was performed and the customer had inserted a new battery but the insulin pump still did not work. The customer was advised to discontinue use of the device and revert to a back-up plan. The device was returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was monitored for several days and no blank display anomaly. No damage found was found on the c13 interface board or c13 lcd isolation tape noted. No frozen screen, display anomaly or unexpected restart alarm anomaly noted. The time clock advanced properly. The insulin pump communicated properly with the blood glucose meter; no blood glucose meter anomaly noted. No all buttons functioning properly. No damage in keypad assembly noted. Inspected j2 on the lcd connector and no unlocked connector noted. The insulin pump had cracked case at the display window corner and minor scratched display window.